Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous mesenteric stenting procedure, a stent detachment occurred. Vascular access was obtained via the right femoral artery. The target lesion was approximately 60% stenosed and severely tortuous. While trying to deliver this 5.0 x 20 x 75cm express biliary ld pmtd stent, the stent came off the balloon when it was pushed back into the sheath. The sheath was inside the patient and the sheath and balloon were removed at the same time with the balloon remaining in the sheath. The procedure was continued with another manufacturer's stent. No patient complications were reported and the patient's status is fine.